Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient called stating he has had three renasys go so far and neither of the three worked properly. He states the machine he has now is saying, 'warning blockage full. Patient states he checked the tubing, the machine is upright and plugged in, dressings are secure and were changed the day before by the home health nurse, the canister is empty and secure. He states his hcp wants the renasys go on and not a dry or wet to dry dressing. No further information provided and no harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause could be due to kinks, leaks in the vacuum circuit or a component failure. No lot/serial number has been provided, therefore a review is not possible. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.